Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. After pre-dilation, residual stenosis was 50%. Following pre-dilatation, a 3.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the distal stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).